Event description:
It was reported that the customer dropped her insulin pump in the bathroom. Customer stated that it broke around the area where the battery goes in. Customer can still screw a battery in, but she is receiving a failed battery test. Customer put the same battery back into the pump. Troubleshooting was performed. Customer stated that a big piece of the pump chipped off. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.